Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successsfully.

Event description:
The report indicated that the customer's bg's rose sharply the morning after a new pod was applied. Continuous high bg's (274-454mg/dl) were experienced over a six hour period despite multiple correction bolus attempts. No alarm or other product issue was reported. The suspect pod was removed and replaced and will be returned for evaluation.